Event description:
An adhesive issue with the adc freestyle libre sensor was reported and sensor detached on the 4th day of wear. Subsequently, customer was unable to obtain readings and experienced symptoms described as ¿his eyes were just stable and not moving¿, sweating a lot, didn¿t respond when spoken to, memory loss and a loss of consciousness. Customer was regained consciousness and was able to self-treat with glucose provided by his wife. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.